Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. Voluntary MDR/medwatch report number: mw5183058.

Event description:
A voluntary MDR/medwatch report was received on 02/26/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude, on (B)(6) 2026, the patient stated that she experienced inaccurate cgm readings, which she believed contributed to a hypoglycemic seizure. She reported that her ¿blood sugar dropped below 40 mg/dl.¿ as a result, she became limp, fell onto tile flooring, bruised her face, and subsequently had a seizure. The patient also reported ongoing difficulty maintaining glucose levels ¿above 80 mg/dl¿ since the date of the event. No documentation was provided regarding the treatment administered for hypoglycemia reversal, nor was there documentation of any medical evaluation or intervention. Attempts to contact the patient for additional event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.